Event description:
It was reported that the insulin pump had a crack in the case and the reservoir thread. There was also a absence of vibrate during self test. It was noted that the alarm persisted even after a battery change. No further information reported.

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator wire. The insulin pump was received with cracked case at display window corner, reservoir tube, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.